Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) and one nanotite tm tapered certain® implant 3.25 x 10mm (nint3210) were not returned for investigation. Since the products have not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. Although the customer reported the screw fractured in the implant, it was not reported the customer attempted to use zimmer biomet removal tools to retrieve the screw. The customer reported receiving the retrieval kit but not using it. The implant remains implanted. Therefore, the screw piece stuck in the implant will not be investigated. No per was provided. No pre-existing conditions were noted. The customer had moderate (type ii) bone density. The reported devices were located tooth # 5. The devices were implanted for an unknown duration. It was reported the devices at tooth # 5 were splinted with devices at tooth # 6. The customer did not provide pictures or x-rays. Appropriate documentation was removed. DHR reviews and complaint history reviews could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported devices (iunihg & nint3210) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. Based on the available information, device malfunction could not be verified for both devices and the reported event (screw fracture) was non-verifiable for both reported devices. The following sections have been updated:b4: date of this report, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot/serial # unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Device manufacturer date number unknown / not provided.

Event description:
It was reported that general dentist called in to advise of a fractured screw located at tooth site 5. The lab that made item is digital ceramics. (Not able to locate file here with information provided). The encode ieha343 lot 1179070 abutment was used. Lab number is (B)(4). Dentist has an invoiced from in 2014. Advised 5 and 6 were splinted and screw is left in patient mouth for now until covid-19 outbreak allows for patient to come back in. Implant was a nanotite tapered certain 3.25 x 10mm.